Event description:
It is reported that the pt was revised due to corrosion found on the head, neck, and stem of the implants.

Manufacturer narrative:
This report will be amended when our investigation is complete.